Manufacturer narrative:
This report is submitted on june 19, 2018.

Event description:
Per the clinic, the patient has elected to have the device explanted ((B)(6) 2017) due to lack of use. It is unknown if there are any plans to reimplant the patient with a new device as of the date of this report.